Event description:
It is reported that the pt is experiencing knee pain.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary - review of surgical reports provided indicates surgical technique was followed. X-ray reports were received, indicating that the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of product or further info. Device history records indicate all components were manufactured and inspected to spec. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.